Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. A follow up report will be submitted with all additional relevant information. The two hi-torque bmw's referenced are filed under separate medwatch report numbers.

Event description:
It was reported that a (B)(6) female was admitted to the intensive care unit due to septic shock presented in this context a non-st-elevation myocardial infarction. Urgent coronary angiography was performed and a 3-vessel disease was diagnosed. The left anterior descending artery was the responsible artery and was percutaneously treated. The circumflex artery was also treated. The lesion was pre-dilated and a xience alpine 2.25 x 28 mm stent was implanted. An attempt was made to remove a balance middleweight (bmw) hydro guide wire but it could not be removed. Another (bmw) hydro guide wire was inserted that would not cross the lesion. Another attempt was made to remove the first guide wire but it still could not be withdrawn. It was then decided to remove both guide wires with resistance. The guide wires became jailed in the implanted stent and upon removal, the stent was explanted. Also, the guide wires were severly kinked. The artery was occluded without the possibility to recanalize. As the patient remained stable due to adequate collateral flow, surgical alternatives were discarded. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent implant was returned for analysis; therefore, the reported device damaged by another device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the guide wires resulted in the guide wires becoming jailed in the implanted stent and upon removal of the guide wires the stent was explanted; thus resulting in the noted stent damage (stretched) and the reported device damaged by another device/explanted. The reported patient effect of occlusion is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The reported device issues likely contributed to the reported occlusion; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.